Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. On an unspecified date, the patient reported that upon waking, the cgm displayed a reading of 96 mg/dl, which was interpreted by the patient as low. At that time, the patient experienced symptoms including shaking, dizziness, and difficulty thinking clearly. The patient performed a fingerstick blood glucose (fsbg) measurement, which showed a value of 42 mg/dl. In response, the patient took glucose tablets. After approximately 40¿60 minutes, a repeat fsbg measurement was performed, which remained low; however, the exact value was not recalled. The patient did not recall the cgm readings during this period. Due to persistent symptoms, the patient called 911. Upon arrival, emergency medical services (ems) checked the patient¿s blood glucose, though the value and corresponding cgm reading were not recalled. The patient was administered glucose (route unspecified) and transported to the emergency room (ER). At the ER, the patient received intravenous (IV ) glucose. A fsbg measurement at that time was approximately 40 mg/dl, while the cgm displayed approximately 80 mg/dl. The patient remained in the ER for approximately 9 hours. At discharge, fsbg measurement was 112 mg/dl. The patient did not recall the cgm reading at the time of discharge. Following the event, the patient replaced the sensor and reported doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.